Event description:
While surgeon was impacting femoral component onto pt's femur, the femoral component broke and per report, the component broke on the conta-lateral side and split in half. The surgeon removed the large plastic pieces that had fallen and a second impactor was used to complete the implantation. A post-operative x-ray was completed in the pacu and a foreign body, which was later determined to be a metal washer from the impactor was seen. Pt was taken back to surgery the following day for removal of washer.